Manufacturer narrative:
Other text: device evaluation a sample was received to perform an investigation. A visual inspection of the returned warmer found a cracked tank cover along with a damaged enclosure and block assembly. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was confirmed. The display only showed some pixels due to a faulty liquid crystal display (lcd). No repairs were performed due to the age and condition of the unit. The unit was scrapped. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information g5, h3, and h6., corrected data: corrections to d1, d2, and d3.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 display is not coming on. No patient adverse event reported.